Manufacturer narrative:
Image review: eight media files and six static images were provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve with a calcified raphe. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. An infold was not observed during the first deployment attempt. There is evidence that the valve was recaptured and upon the subsequent deployment attempt an infold occurred. The infold was not visible in the lao view but noticeable in the cusp overlap view. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. However, the valve was released with the infold. Therefore, a post implant dilatation was performed which did not resolve the infold. There was no visible aortic regurgitation/paravalvular leak visible on fluoroscopy and no evidence of further intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a 34 mm evolut fx transcatheter aortic valve in a patient with a type 1 bicuspid aortic v alve with right leaflet fusion and calcification raphe, several issues were observed. It was further noted that there was severe cusp calcification and a large nodule of landing zone calcification continuous with the non-coronary cusp (ncc). During implant, the valve was recaptured twice due to an unsatisfactory implant depth and was constrained in the cusp overlap view in both positions with an indentation line. On the third positioning attempt, the indentation line was more pronounced. There was no significant paravalvular leak (pvl) when checked at 80%, and the valve was well expanded in the left anterior oblique (lao) view. There was deliberation on whether this was a true infold or if the evolut fx frame was just conforming to the patient's anatomy. After consultant review, the decision was made to deploy the valve in this position. Post-deployment, there was no pvl, but a slight residual gradient was noted. The valve was visually very under-expanded in the cusp overlap view with an indentation line. Consequently, a post-dilation was performed with a non-medtronic balloon (20 numed). The valve appeared to recoil after post-dilation. Upon leaving the catheterization lab, the patient was well, with no pvl and a satisfactory gradient. Additional information was received that the infold was suspected at the first deployment position. When the deployment was checked at 80%, trivial-mild pvl was observed on angiography. The residual gradient prior to the post-implant balloon dilation was estimated to be approximately 10 mmhg.

Event description:
It was reported that during the implant of a 34 mm evolut fx transcatheter aortic valve in a patient with a type 1 bicuspid aortic valve with right leaflet fusion and calcification raphe, several issues were observed. It was further noted that there was severe cusp calcification and a large nodule of landing zone calcification continuous with the non-coronary cusp (ncc). During implant, the valve was recaptured twice due to an unsatisfactory implant depth and was constrained in the cusp overlap view in both positions with an indentation line. On the third positioning attempt, the indentation line was more pronounced. There was no significant paravalvular leak (pvl) when checked at 80%, and the valve was well expanded in the left anterior oblique (lao) view. There was deliberation on whether this was a true infold or if the evolut fx frame was just conforming to the patient's anatomy. After consultant review, the decision was made to deploy the valve in this position. Post-deployment, there was no pvl, but a slight residual gradient was noted. The valve was visually very under-expanded in the cusp overlap view with an indentation line. Consequently, a post-dilation was performed with a non-medtronic balloon (20 numed). The valve appeared to recoil after post-dilation. Upon leaving the catheterization lab, the patient was well, with no pvl and a satisfactory gradient.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: unknown; product type: heart valves; implant date: n/a; explant date: n/a product ID: l-evolutfx-34; product lot/serial number: unknown; product type: heart valves; implant date: n/a; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.